Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the abnormal noise occurred after pressure release due to solenoid valve failure. However, a definitive root cause of the solenoid valve failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit had an abnormal noise occur after pressure release due to solenoid valve failure. There was no patient involvement.